Manufacturer narrative:
Product complaint # (b)(4. The device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Micro": preventive replacement of o-rings performed according to service manual. Motor does not turn: motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Safety test checklist enclosed. Further information regarding the cause of the defect has been provided in the input check report to help determine a root cause for this failure. When there is a short circuit in the motor cable, the motor may not run smoothly therefore is a potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4).

Event description:
It was reported that there was an article defect.